Manufacturer narrative:
The reported events of unable to interrogate, premature battery depletion and no magnet response were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing, and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient was asymptomatic. It was noted that the pacemaker could not be interrogated after several attempts with different programmers, a telemetry wand or a magnet. The physician suspected premature battery depletion and that end of life had been reached. The patient was awaiting explant. The patient was stable.

Event description:
New information received notes the pacemaker was explanted and replaced. The patient was stable before, during and after the procedure.